Manufacturer narrative:
Correction to box h: problem code grid - material integrity problem - degraded.

Event description:
The manufacturer became aware of a rep dreamstation auto bipap, dom device alleging visualization black particles in the device. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.